Event description:
The customer reported that in the last two weeks, they were taken to the emergency room three times due to low blood sugar levels. The customer stated the pump will beep, but no alarms or boluses were activated. The customer wears the pump under the bathing suit, but doesn't go in the water with the pump. Also, when customer runs low on supplies of reservoirs, customer takes the pen of insulin and injects it in the old reservoir. Then rewinds the pump with the reservoir in it. The customer reconnects back to the pump and gives boluses as needed. The customer no longer reuses supplies.